Event description:
On 04/11/2006 the patient was hospitalized with dka. The patient was discharged in 04/2006 and subsequently received ems treatment for hypoglycemia in 04/2006. The patient was readmitted for dka in 04/2006.